Manufacturer narrative:
Concomitant medical devices: 2 500 IV bags of clinimix 5/20; therapy date (B)(6) 2016 the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a pump was programmed to infuse tpn 2096ml (70% dextrose with 18 units of insulin) at 100 ml/h for 1 hour, 180 ml/h for 10 hours, then 100 ml/h until completed for a total duration of 12 hours. The customer reported that the bag was "noted to be totally infused" after approximately 8 hours. The patient's blood glucose was 67 at that time and an infusion of d10 was started.

Manufacturer narrative:
Concomitant medical products: baxter, 500ml IV bag (dual chamber) of clinix 5/20 and 5% amino acid in 20% dextrose, lot: p333666, exp: april 2017; therapy date: (B)(6) 2016. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of an overinfusion of tpn was not confirmed. Testing and inspection of the pump module and disposable sets found the devices to be in good working condition and the pump module to be delivering fluids within specifications. Inspection of the IV bag returned by the customer found it to be a baxter IV bag model code 2b7731,(B)(4). According to the bag manufacturer's information table, this bag contains only 1000 mls, not 2000 mls as recorded on the label that was affixed to the bag by the customer. A review of the associated pcu log of the final infusions programmed to infuse the tpn/central drug indicates that at 6:25 pm on (B)(6) 2015 the infusion was started at 100 ml/hr, with a vtbi of 100 ml. At 7:10 pm the rate was increased to 180 ml/hr, with a vtbi of 1800 ml; the infusion ran at that rate until 11:42 pm that evening when the rate was decreased to 100 ml/hr. At 11:59 pm the rate was increased back to 180 ml/hr. On (B)(6) 2015 at 12:55 am the rate was decreased to 100 ml/hr, which ran until 1:27 am when it was turned off. The total volume infused during what is believed to be the final bag of tpn was calculated at 1139.8 mls, which would be close to the expected volume in the 1000 ml container including additives. The proximate cause of the overinfusion is believed to be the result of either using the wrong IV bag size for the medication to be delivered, or incorrect volume labeling on the bag. The root cause of the error was not determined.